Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlsuion, prime/compromised force sensor system alarm, excessive no delivery, occlusion tests along with the self test and unexpected restart error alarm test. The device's operating currents tested within the specification range. The unit also passed the off no power test. The following physical damage was noted: cracked reservoir tube lip. The drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that his blood glucose was 515 mg/dl and he experienced weakness, dizziness, and nausea as a result. Troubleshooting was initiated and it was discovered that the drive support cap was flush. The insulin pump was returned for analysis and a replacement device was shipped to the customer.